Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a patient (pt) called to report a corneal ulcer in the right eye (od) in 2009 or 2010 while wearing an unknown acuvue brand contact lens (cl). The corneal ulcer has since resolved. The pt has not returned to cls wear because the pt works in an environment where ¿chemicals¿ are used. The pt was unable to provide the name of the treating eye care provider (ecp) or any additional medical information. The pt reported a wear schedule of up to two weeks and denied sleeping in cls. The pt reported initially reported using a ¿saline¿ solution, but after a suggestion from the pts ecp, the pt switched to an unknown solution. The pt reported the solution switch helped with lens comfort. No additional information was provided. No additional information is expected. The suspect cl is not available for return. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.